Manufacturer narrative:
The device was received for evaluation. During inspection particulate matter was observed in the drip chamber. Tubing samples were cut away from each set, rinsed with di water and allowed to air dry. The particle and tubing samples were analyzed using micro fourier transform infrared spectroscopy (mic ro-ftir) or attenuated total reflection (atr) ftir. The particulate matter was identified as a fatty acid salt similar in structure to epoprostenol and /or potential epoprostenol degradation products. The rinsed particulate matter was identified as sodium stearate in the analysis for pi ida specimen was taken from the solution and allowed to air dry on an ir substrate. The reported condition was verified. The cause of the issue was due to the medication, its interaction with the light, its ph and the plastic from the IV set, which a filter managed to be filtrated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the non-dehp extension set appeared to have a cloudy filter with precipitation on it. The event occurred during a veletri infusion via an unspecified infusion pump. There was no patient injury or medical intervention associated with this event. No additional information is available.